Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. The rv lead was surgically abandoned and a new lead was inserted. The patient was also given intravenous antibiotics. No additional adverse patient effects were reported.